Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that she first noticed that the subject meter displayed inaccurate erratic results on the morning of (B)(6), 2015, although no results were provided for this time. Prior to this, on the morning of (B)(6), 2015, the patient reported that she obtained erratic results of "303, 307, 334, 426 and 429mg/dl" on the subject meter over a 3 hour period. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin pump therapy. She reported that on (B)(6), 2015, after obtaining the specified results, she continued with her usual diabetes management routine and administered "16.25 units" of insulin. She claimed that also on the morning of (B)(6), 2015 her "brain was fuzzy". She reported that during a doctor's office visit at an unknown time on (B)(6), 2015, she received treatment from a healthcare professional of 3 units of novolog insulin. The patient also reported that she obtained blood glucose results on the doctor/clinic meter but was unable to provide the meter's results. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient's results were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurately erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms which required treatment from a healthcare professional after the alleged meter issue began.